Event description:
The customer reported that the system displayed an interlock failure error message. No patient injury was s reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the fuse on the power supply and the x-ray tube. The system was tested and found to be working as intended and put back in service.